Event description:
It was reported that the subject device had front panel light blinking during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dust inside the scope sensor and equipment was found. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was presumed that the front panel light blinking was caused due to the dust inside the scope sensor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.